Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after delaying a meal announcement by approximately 30 minutes, with a peak glucose of 282 mg/dl, and was advised to allow the ilet system to correct and to consider light activity such as a stroll. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no alarms or alerts. Investigation included review of use conditions and user-reported history. Investigation of this case revealed that the device functioned as designed and that the event was attributable to a missed or delayed meal announcement. It was concluded, based on previously established findings for similar reports, that user-related use error was the cause.